Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. A new cartridge was loaded to resolve the issue. In addition, the customer experienced a low blood glucose (bg) level of approximately 40 mg/dl. The cause for the low bg was unknown. Customer consumed carbohydrates to address low bg level.